Manufacturer narrative:
Investigation: two photos were provided to our quality engineer for investigation. Through visual inspection, a particle was observed inside the syringe barrel on the stopper. A device history review was performed for reported lot 1711223, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Ten retained samples of lot 1711223 were inspected, no foreign matter was identified inside the syringe. Without a physical sample we could not properly identify the origin of the substance observed. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Based on the photo and available information, we are not able to determine a root cause at this time.

Event description:
It was reported that there was foreign matter inside the syringe with a bd plastipak¿ 50ml concentric luer lock syringe. The following information was provided by the initial reporter, translated from german to english: customer has been using bd plastipak syringes for more than 20 years to prepare solutions via volumetric dosaging. They use needles or spikes to draw up medication. During the past 3 months, they have been finding particles inside the syringe, but also outside the syringe inside the blister. Among 300-400 preparations, they find particles in about 2-3 syringes. Customer will send in 1 syringe which has been in use only with saline solution for investigation and which contains a particle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter inside the syringe with a bd plastipak¿ 50ml concentric luer lock syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: customer has been using bd plastipak syringes for more than 20 years to prepare solutions via volumetric dosaging. They use needles or spikes to draw up medication. During the past 3 months, they have been finding particles inside the syringe, but also outside the syringe inside the blister. Among 300-400 preparations, they find particles in about 2-3 syringes. Customer will send in 1 syringe which has been in use only with saline solution for investigation and which contains a particle.